Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.9, 4.4, lab: 4.98. Therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 6.9 and 4.4 inr, reference = 4.98, mean = 5.43. Precision test was performed on inratio data (mean = 5.65, sd = 1.77, %cv = 31.29). Since % cv is above 20%, test failed the criteria. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. Two therapeutic donors were tested using retain strips, in-house meters and reference analyzer. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of 3 replicates for both samples for strip lot 257067 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria; no further investigation will be pursued. For each pair of replicates for each sample on strip lot 257067, mean and standard deviations were calculated. In-house test results have 6.54% and 4.98%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy but not precision criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2011, 7 discrepant complaints were reported for lot #257067 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.